Event description:
It was reported that the left ventricular leads could not be implanted; the leads were explanted same day. The leads were not used. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the left ventricular lead would not remain in a stable position in the coronary sinus and therefore it was explanted same day. The patient was stable before, during, and after the procedure and there were no adverse consequences.

Event description:
It was reported that the left and right ventricular leads could not be implanted. The leads were not used and were explanted the same day. The patient's condition was stable post procedure.